Manufacturer narrative:
Tubing was functional. Pump performed within specifications. Reservoir performed within specifications. Cylinder performed within specifications. Cylinder had a wear leak.

Event description:
An ipp device was implanted on 11/12/91. Info received on 7/2/97 indicates the patient states "no longer inflates...have a fluid loss somewhere..." Info received on 8/7/97 indicates the entire device was removed from the patient and replaced on 8/7/97 due to fluid loss-cylinder.